Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of crystallization on the rubber was confirmed. Based on the results of the investigation, the crystallization was reproduced; however, we could not identify the foreign material from the available information. We could not identify why the foreign material remained. Additional inquiries were sent to the customer to ask about the reprocessing method; however, the information on the cause of the adhered foreign material and information related to the foreign material were not available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rhino-laryngo videoscope exhibited crystallization on the rubber. The issue occurred during preparation for use. There were no reports of patient harm.